Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is august 27, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low out-of-range shock impedance measurements of 25 ohms at implant. Boston scientific technical services (ts) discussed with the field representative that this was the lower limit at which the device had been tested and too low an impedance could result in a shorted condition. It was noted that the patient had sternal wires and that the electrode was implanted while trying to avoid the wires. Ts suggested obtaining an x-ray to determine whether proximity was too close and establish a baseline for future reference. The cause of the low impedance measurements could not be determined but as the defibrillation threshold test was successful the physician elected to continue following the patient. Ts also discussed the lower limit of programmable therapy zones and considerations for therapy as it was mentioned the patient has a history of ventricular tachycardia (vt) at 150 bpm. No adverse patient effects were reported. This system remains in service.